Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The serial for this investigation is unknown. The latest labeling revision will be reviewed. Baw2800548 rev. 2, baw2800424 rev. 2 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse trying to start therapy but only getting 0.1lpm of flow in an arctic sun device s/n (B)(6). Guided to system diagnostics showed that the system hours were 11,437, pump hours were 10,845, inlet pressure (ip) was 5-psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lp. They had another machine in the room dycxy572. Moved pads and probes to this device and initially got low flow. System hours were 3224, pump hours were 2719, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 27 percentage. Adjusted tubing, moved one connector to a different port and flow rate (fr) was settled 1.4lpm. Biomed stated that the screen has a red circle with a line through it in s/n (B)(6).

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse trying to start therapy but only getting 0.1lpm of flow in an arctic sun device s/n (B)(6). Guided to system diagnostics showed that the system hours were 11,437, pump hours were 10,845, inlet pressure (ip) was 5-psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lp. They had another machine in the room dycxy572. Moved pads and probes to this device and initially got low flow. System hours were 3224, pump hours were 2719, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 27 percentage. Adjusted tubing, moved one connector to a different port and flow rate (fr) was settled 1.4lpm. Biomed stated that the screen has a red circle with a line through it in s/n (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.